Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Circulation pump primed to fill. Observed low / marginal flow. Circulation pump was serviced during the pm. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively. Power cord insulated jacket damaged, exposing insulated wires. The device underwent pm servicing while in for repair. Serviced the mixing and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing, power cord and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed would like to send in for the 2000-hour preventive maintenance, the device was having issues filling and moving water through the line. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. It was stated that the circulation pump primed to fill and observed low or marginal flow. It was also stated the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventative. It was noted that the power cord insulated jacket damaged, exposing insulated wires. It was noted that the replaced the tank tubing such as l-tube, double l-tube and power cord.